Event description:
The customer reported via phone call that she had a quick serter anomaly on the insulin pump. Customer's blood glucose was 400 mg/dl. The customer stated that the serter is getting stuck and the spring doesn't work. Customer was advised that the serter would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.